Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare wire loop failure to cut.

Event description:
It was reported to boston scientific corporation that a captivator cold snare device was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the snare did not cut through tissue. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event.